Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty to insert could not be replicated in a testing environment as it was based on operational circumstances. The reported failure to capture the artery was not tested due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, only a low blood marker was available and the devices were deployed in the superficial femoral artery. It should be noted that the perclose proglide instructions for use, (IFU) states: continue to advance the device in the vessel until brisk pulsatile flow of blood is evident from the marker lumen. The IFU also states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures. It is unknown if the reported violations of the IFU contributed to the reported difficulties. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in a superficial femoral artery was attempted with proglide devices using the pre-close technique via a 7f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, there was resistance placing the first proglide device in the artery. There was low blood flow from the marker lumen; however, the proglide was not advanced further into the vessel due to the resistance. The sutures were deployed. Two further proglide devices experienced the same issues with advancement and blood flow; yet, the sutures did not capture the artery on deployment. A cut down, incising the vessel, revealed the first proglide suture had caught the artery on the posterior side; the anterior side caught outside the artery. The sheath was upsized to greater than 8.5f and the evar procedure was completed. Surgical suturing was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.